Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge was leaking. Customer's blood glucose (bg) level ranged between 200-600 mg/dl and customer went to the ER. Customer addressed bg level by delivering a bolus. Reportedly, the customer changed pump supplies to resolve issue.